Manufacturer narrative:
The pump passed the self test, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No motor error alarm was noted during the bolus/basal delivery. The motor was tested outside of the device and it passed. No excessive no delivery alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No external ram crc error alarms were noted. The pump alarmed unexpected restart after the battery change due to a voltage leak. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several alarms on the insulin pump such as a no delivery alarm, a motor error alarm, an external ram crc error alarm, an unexpected restart alarm, and a low battery alert. Customer stated that it wasn't his site and his blood glucose has been okay. Customer was giving himself a bolus and at 3.9 units it would stop and alarm motor error. Customer stated that they do not what their blood glucose was exactly but it was within range between 4-7 mmol/l. Customer reported that the drive support cap appears normal. Customer reported that they were able to complete the pump rewind. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.